Event description:
On (B)(6) 2008, the pt was implanted with an scs system. The pt is at stimulation off. She could not charge her ipg. A new charger was tried to no avail. The rep tried adding/subtracting space and repositioning the antenna to no avail. There is no swelling, gauze, staples, or weight gain/loss. The pt has always had charging problems. The ipg was very deep and the doctor decided that the problem was the depth of the battery. The ipg was moved from the back of the pt to the abdomen. Following the repositioning of the ipg, the pt still cannot communicate with the ipg via the charger and all the same troubleshooting was tried post-op as before the surgery. The doctor plans to replace the ipg.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. This problem was identified during programming/set-up; it was observed in the oncology department. Based on review of the device event history, it was discovered that the event occurred during delivery. There was no report of patient injury or medical intervention necessary. No additional information is available.the user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was faulty phm (pumphead module). This is a baxter owned device and will not be repaired at this time.a follow-up medwatch report will be submitted if additional information becomes available.